Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross the lesion with a taxus express2 8.8% 2.50 x 20 mm drug eluting stent, however, was unable to cross the lesion. The physician then attempted to withdraw the undeployed stent back into the guide catheter. However, the physician was unable to withdraw the undeployed stent back into the guide catheter. The physician then decided to pull everything out. Upon removal of the stent the proximal struts were lifted. No patient complications or injuries were reported. Patient status is reported as "satisfactory/good."